Manufacturer narrative:
(B)(4). Concomitant medical products: dilatation catheter: ikazuchi2.0,scoreflex2.5,dcb3.0, guide wire: sion blue,runthrough, guide catheter: launcher ebu4.0,ivus, sheath: 7f. The device was not returned for evaluation. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that an arteriotomy closure of a mild calcified left common femoral artery was attempted using a proglide device via a 7f sheath after a percutaneous coronary interventional (pci) procedure in the proximal left anterior descending artery. Reportedly, the proglide device was advanced and the plunger and foot were deployed; however, when the body of the device was removed from the puncture site, the knot also came out with the device. Manual arterial compression was used to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is in-training in the use of the proglide device. No additional information was provided.